Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported via a medwatch report #mw5161244 that a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp generated a leak during patient use. The reporter stated, "extension loop for IV leaking where cap meets tubing, even when screwed down tightly and also when new cap applied". There was no patient harm reported.